Manufacturer narrative:
Zoll has not received the catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient treatment, the user noticed an almost empty saline bag. The user replaced another 500 ml saline bag and observed saline loss from the bag. The user also observed decreased amount of saline in the air trap. There was no fluid traces observed on the floor or in the machine. Suspecting catheter balloon leak. The catheter was not replaced because the patient achieved the target temperature and the treatment was no longer necessary. The patient is stable. No patient consequence was reported.